Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell six of six. There was nothing unusual noted with the setup that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to finish therapy with manual supplies. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.